Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. It should be noted that mini trek rx, cdc instructions for use states: submerge the balloon in sterile heparinized normal saline during balloon preparation to activate the coating. It also states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body; otherwise, complications may occur. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure on (B)(6) 2015 was to treat a de novo eccentric lesion with 90% stenosis and heavy tortuosity in the mid left anterior descending (lad) artery. A 2.0x15 mm mini trek balloon dilatation catheter (bdc) stylet/protective sheath was removed without resistance. The bdc was neither soaked nor prepped outside the anatomy prior to use. The bdc was advanced toward the target lesion, the balloon was inflated, and the balloon ruptured at 12 atmospheres during the first inflation. Reportedly, the balloon rupture caused no flow in the left coronary artery and the patient experienced cardiac arrest with resuscitation and bradycardia. Respiratory was insufficient so intubation was needed. A left ventricular assist device and temporary pace maker was used to successfully restore flow in the left coronary artery. The target lesion was ultimately treated by implanting a 2.5x15 mm xience stent in the lad and implanting a 3.0x23 mm xience stent from the left main to the proximal lad. The patient was discharged to home on (B)(6)2015. There was a clinically significant delay in the procedure. No additional information was provided.